Event description:
A customer reported an issue with the vitrectomy probe. Another probe was opened and used for the case. A medwatch report was received indicating that during the vitrectomy phase of a procedure, the "nipple" on the vitrectomy probe broke off as the surgeon was removing the probe from the eye through the trocar cannula. The surgeon searched around the pt's eye using the microscope, the indirect headlight, and a lens in an attempt to locate the broken probe piece. Following completion of the surgery, the pt was sent to have an x-ray to make sure that the tip had not remained in the eye, but the results were negative. Additional information from user facility report: during the vitrectomy phase of the surgery, the "nipple" on the vitrectomy hand piece probe broke off as surgeon was removing probe from the eye through the trocar. Surgeon searched in and around the pt's eye using microscope, indirect headlight and lens; scrub tech also searched for broken piece using microscope; unable to locate piece. Surgeon completed the surgery; x-ray was called and taken; surgeon read x-ray which was negative. Pt had extra radiation exposure and o.r./anesthesia time; otherwise no harm. What was the original intended procedure? Pars plan a vitrectomy membrane peeling, air injection, right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Additional information from user facility report: date of report: (B)(6) 2013, device info: constellation 25+ total plus pak, device MFR: alcon research, ltd,(B)(4), device info: catalog # 8065751902, lot # 1400269h, device available for return: yes. (B)(6).